Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the mfg site. A review of the history indicates that on (B) (6) 2010 at 0954, line a was programmed in the dose calculation mode, to deliver heparin 25000units/2250ml, with a dose of 1800 units, at a calculated rate of 162ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 1 hour, 32 minutes, and the delivery was started. At 1125, the delivery was stopped with a vi (volume infused) of 246.9ml. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The device was programmed to deliver an unspecified concentration of heparin and the delivery was started. After an unspecified length of time, the nurse noted that "too much medication had infused." The physician was notified. The pt's ptt (partial thromboplastin time) levels were monitored and the pt was treated with an unspecified concentration of vitamin k administered IV push. The pt's vital signs were "monitored more frequently" for an unspecified length of time. The device was removed from clinical service. The customer contact stated that "the pt was fine and there was no adverse event." Upon review of the device history with the customer contact, it was determined that the event was a result of an operator error in programming the device. The concentration of the heparin was programmed as 25000units/2250ml instead of the intended 25000units/250ml. Though requested, the customer declined to provide additional specific pt and specific event details.